Manufacturer narrative:
(B)(4). Concomitant medical products: associated products: item number: 154722 , item name: oxf uni tib tray sz c lm PMA, lot number:732320, item number: 161468 , item name:oxf twin-peg cmntd fem sm pmaa, lot number:079700. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2022-00502, 3002806535-2022-00503. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent revision from partial to total knee prosthesis due to unknown reason. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Devices are used for treatment. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.